Event description:
Additional information was received. A replacement procedure was performed. The device was removed and the leads were surgically abandoned. A decision regarding system replacement has not been determined as of this time.

Event description:
Boston scientific received information that this product was part of a system with a pocket erosion. Reportedly, visual inspection revealed reddened skin around the pocket site. The system had been repositioned several months earlier for the same reason. It was thought there may be an allergy to the silicone leads. A technical service consultant was contacted for recommendations. There were no additional adverse effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.